Event description:
Due to severe lower extremity weakness and bilateral upper extremity radicular pain/weakness, the pt underwent c4, c5, c6 corpectomies and c3 and c7 fusion in 2006. The pt did well post-operatively. Eleven days later, pt was readmitted and taken emergently to the or due to increased weakness and pain and cervical CT findings. Pt underwent a re-do of c3-c7 cervical plate and interbody graft, c7 corpectomy and spinal cord decompression, c3 to t1 anterior cervical fusion with grafting/plating. Post procedure pt moving upper and lower extremities upon awakening and was transported to the ICU in stable condition.